Event description:
Report received of 5+ undocumented incidents of tubing "ruptures" during power injection. This is a general complaint and no specific patient information was provided. It was reported that the facility has just started using these extension sets within the past three weeks, and there have been multiple incidents of ruptures. The extension sets are connected to the power injector tubing, and several seconds after the start of the infusion, the extension sets are "rupturing". The power injector settings vary from 2-5 cc/second at 300 psi. There have been several incidents of bleed back, but there have been no reported adverse patient effects. It was reported that when the ruptures occur, a clave port is connected to the angiocatheter, and the studies are then completed with no further problems. Additional information was requested, but no further information was provided.